Event description:
It was reported that the patient of this implantable cardioverter defibrillator (ICD) experienced sinus tachycardia. Inappropriate anti-tachycardia pacing (atp) therapy and inappropriate shock therapy were delivered, resulting in therapy exhaustion. The health care professional (hcp) agreed to involve the electrophysiologist for medical and programming optimization. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the patient of this implantable cardioverter defibrillator (ICD) experienced sinus tachycardia. Inappropriate anti-tachycardia pacing (atp) therapy and inappropriate shock therapy were delivered, resulting in therapy exhaustion. The health care professional (hcp) agreed to involve the electrophysiologist for medical and programming optimization. No adverse patient effects were reported. The device remains in service. It was additionally reported that the ICD was explanted and replaced with a cardiac resynchronization therapy (crt)device. The ICD was received for device evaluation, and upon completion of analysis, pertinent information will be reported.

Event description:
It was reported that the patient of this implantable cardioverter defibrillator (ICD) experienced sinus tachycardia. Inappropriate anti-tachycardia pacing (atp) therapy and inappropriate shock therapy were delivered, resulting in therapy exhaustion. The health care professional (hcp) agreed to involve the electrophysiologist for medical and programming optimization. No adverse patient effects were reported. The device remains in service. It was additionally reported that the ICD was explanted and replaced with a cardiac resynchronization therapy (crt) device. The ICD was received for device evaluation, and upon completion of analysis, pertinent information will be reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.